Event description:
On (B)(6) 2010, the patient was implanted with two gore® tag® thoracic endoprostheses (tgt3110/8159773, tgt3115/8261302) using gore® introducer sheath (ts2230/8057565) to treat a thoracic aortic aneurysm. During the procedure, dissection between left common iliac artery and external iliac artery was revealed. A metal stent was implanted in the dissection area. The dissection was repaired. (This was reported on mfg report #3007284313-2015-00051). On (B)(6) 2010, stroke in capsula interna was revealed and left upper extremity paralysis was found. Rehabilitation therapy was performed for the paralysis. In addition, compromised renal function declined. Courses of injections was provided. On (B)(6) 2011, the patient was discharged. The left upper extremity paralysis and compromised renal function remained. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
Additional manufacturer narrative: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.